Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device not returned.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced gross post-operatively bleeding following lvad implantation. Re-operation was performed to achieve hemostasis. The source of the bleed was found to be the mediastinum. The device was not returned to the manufacturer for evaluation as it remains implanted. Therapeutic center does not believe the reported event was related to the device. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Bleeding is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Post-operatively, the patient is reported to have had continuous post-operative bleeding. The patient was treated with multiple transfusions of packed cells, fresh plasma and platelets without success. He was then returned to the operating room where thoracotomy was performed and hemostasis obtained. The source of bleeding was identified as the mediastinum and the event is reported to have resolved with this treatment and the patient recovered. The event was reported to be unrelated to the heartware device but related to the implant procedure by the study investigator.